Event description:
Adverse event(s): no patient injury reported (no consequences or impact to patient). Product problem(s): c3f8 gas tank ran out after 2 uses (medical gas supply problem). The customer reported the c3f8 gas tank ran out after 2 uses. The surgeon used the sf6 gas was to complete the case. No patient injury was reported.

Manufacturer narrative:
The company service rep examined the system and confirmed the problem reported. A leak was found and it was sealed. The system was then tested and met all product specifications. (B) (4). (B) (4). (B) (4).